Event description:
Healthcare professional reported through clinical study that the valve was explanted approx 121 months as a precautionary measure during concomittent mitral valve replacement. The product was not returned for analysis however a pathology report was sent to the MFR.